Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) recorded pauses on various dates that lasted two seconds. The atrial sensing is within the expected values but there is noise present. No atrial capture. The patient experienced a two second asystole. No ventricular episodes were stored. Recommendations were given to assess this crt-d behavior. A couple of months later the old crt-d was explanted due to normal battery depletion and a new crt-d was implanted. This new crt-d recorded signal artifact monitoring episodes. It was determined that the right atrial (ra) lead was fractured and showed high, out of range pacing impedances. The noise at the ra channel continued. It was recommended to turn the ra lead off and reprogram the device. The system remains implanted. No adverse patient effects reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) recorded pauses on various dates that lasted two seconds. The atrial sensing is within the expected values but there is noise present. No atrial capture. The patient experienced a two second asystole. No ventricular episodes were stored. Recommendations were given to assess this crt-d behavior. A couple of months later the old crt-d was explanted due to normal battery depletion and a new crt-d was implanted. This new crt-d recorded signal artifact monitoring episodes. It was determined that the right atrial (ra) lead was fractured and showed high, out of range pacing impedances. The noise at the ra channel continued. It was recommended to turn the ra lead off and reprogram the device. The system remains implanted. No adverse patient effects reported. Additional information was obtained, the fracture lead remains in service. Patient experienced pacing inhibition for more than 2 seconds. No additional adverse patient effects were reported.